Manufacturer narrative:
The ventilator was investigated on-site and it was found that expiratory channel and inspiratory pressure transducer pcbs were burned due to contamination and required replacement. After replacement, the ventilator passed all functional and safety tests per factory specifications, returned to customer and cleared for clinical use. The provided picture revealed signs of liquid traces into the pcb. Moreover, damaged/burned components on the pcb was confirmed in the received picture. The damaged/burned components are due to short circuit caused by the liquid/water on the pcb. The damaged/burned components are due to short circuit caused by the liquid/water on the pcb. There is no information on how the liquid spill entered the ventilator or what kind of liquid spill it was. Our conclusion is that the reported problem was caused by defective expiratory channel and inspiratory pressure transducer pcbs as a result of water/liquid ingress into the ventilator.

Event description:
It was reported that the ventilator generated an alarm for patient circuit leakage. There was no patient harm. Manufacturer's ref. #: (B)(4).